Event description:
It was reported during the implant procedure the scs lead was not able to be inserted in the ipg header. The procedure was completed with a replacement ipg and issue was resolved without any consequences to the patient. The ipg was returned for evaluation.